Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the line, while pulling it out the needle detached from the line and came apart inside of a patient. Wire had to be removed by in the or. No other information was provided.

Event description:
It was reported that after inserting the line, while pulling it out the needle detached from the line and came apart inside of a patient. Wire had to be removed by in the or. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.